Event description:
The pump was returned for investigation. Investigation revealed a dim, fading and reddish colored display and a damaged/stripped battery cap. This report is made based on results of investigation completed on 11/20/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/20/2014 with the following findings: the display was found to be dim, fading, and reddish in color. The battery cap was found to be damaged and stripped and would not secure tightly in the battery compartment; a test battery cap was used to verify steps. The keypad cover was found to be peeling off the base starting from the ok button. The keypad cover was removed and no contamination was found under contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).